Event description:
Pt initially sustained a right tibial fracture which was debrided and treated with an external fixator. Subsequent to poor progression of healing, the pt required open reduction and internal fixation using pro osteon 500. Pt healing did not progress as expected, therefore, the external fixation was removed and the pt was placed in a cast. Subsequently, the pt developed nonunion. The pt subsequently underwent reoperation for removal of the pro osteon which was replaced with iliac crest bone graft and compression plating. At the time of reoperation, there was no evidence of infection.